Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and a few images were provided for evaluation. Upon visual inspection of the evidence, it was noted that one showed an excel spreadsheet, and another displayed a file containing blank documents. However, none of the provided images included visual evidence of the reported defect. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident description: air in line alarm on norepinephrine. Patient on moderate dose of norepinephrine. The only reason the pt did not have a significant drop in bp was that a second infusion was running per new hospital policy (when b braun pumps introduced).